Event description:
Upon interrogation of the pacemaker during a scheduled follow-up performed on (B)(6) 2016, the programmer language was (B)(4) instead of english. Reportedly, the programmer displayed a message in (B)(4) that the user could not understand. The user had to answer the message before being able to modify the language. The pacemaker was reportedly found programmed with nominal settings.